Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose was 587 mg/dl. Customer current blood glucose was 538 mg/dl. Troubleshooting was declined for high blood glucose event. Customer did not experienced symptoms such due to high blood glucose. Automode feature was not active during the event. Customer stated they had recurring faulty sensor. The insulin pump will not return for further analysis.